Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer experienced sensor glucose versus blood glucose differences. The customer stated that the sensor blood glucose would go do to 45 mg/dl, 40 mg/dl and 43 mg/dl. The customer stated that his blood glucose was 237 mg/dl at 3:45am and his current blood glucose is 95 mg/dl. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph.